Event description:
The pump support has continued for the patient. After 28 days there was a loss of placement signal. The console has the alarm intermittent, so the team assessed the pump position and found the pump position to be appropriate. The alarm was disabled and pump remained on despite this. The pump had been used beyond the pump indication for use as noted in the instructions for use. There were stroke like symptoms with unilateral weakness after over 1 month of support. The stroke team was alerted and CT imaging was performed. Symptoms resolved, the CT results were not yet shared, and pump still remains on for support. To date the pump has supported for over 41 days.

Manufacturer narrative:
Additional information received from the clinical site. The following fields were updated based on the new information; b1, b5, h6 health effect - clinical code and h6 medical device problem code.

Manufacturer narrative:
B1/b2 required intervention was reported incorrectly on the initial report that was submitted and other serious injury was added as it was not reported on the initial report that was submitted. B5 additional information was added. D6b explant date was added. E1 updated initial reporter facility name as it was reported incorrectly on the initial report that was submitted. Initial reporter postal code was reported in error on the initial report that was submitted. Zip code and zip code extension were added.

Event description:
After 46 days the pump was weaned and explanted when bridged to the left ventricular assist device (lvad). The patient survived to the lvad. As stated in prior reporting, the pump was used beyond indication.

Manufacturer narrative:
D6b: explant date is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the right axillary artery graft site to support the 63-year-old male patient who had been admitted in with acute decompensated chronic cardiomyopathy, presenting in scai stage e. The medical history is inclusive of diabetes and renal insufficiency. On day 7 of the support the team observed a bleed at the right axillary site. The surgical team was consulted and the dressing was replaced by a pressure dressing. The support continues to date; the bleed has not prompted any pump explant. Of note the anticoagulation for the patient is inclusive of bivalirudin and there is d5w and sodium bicarbonate in the purge. The pump is still supporting on day 21, which is beyond the pump's indicated use time. While on support the device functions as expected, p-7 with 4.2l/min flow with d5w with sodium bicarbonate in the purge solution.